Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a patient who was receiving bupivacaine (concentration of 12.3mg/ml, dose of 4.010mg/day) and dilaudid (concentration of 11.3mg/ml, dose of 3.684mg/day) via an implantable infusion pump for spinal pain. It was reported on (B)(6) 2016 that the patient went in to have his pump refilled (B)(6) 2016 and the tech at the doctor¿s office said it wouldn¿t read. It was stated the tech left then came back and tried it again a few times, and then said it was ready to go. It was stated the patient doesn¿t think the tech turned the pump back on. It was stated the patient felt horrible (return and increase of symptoms like he is full of worms/nervous) since (B)(6) 2016. On (B)(6) 2016 the patient called his doctor and told him how he felt and his doctor told him he would call him back but never did. The patient¿s status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.